Event description:
It was reported the patient had a cerebrospinal fluid leak during a lead replacement. The patient did not experience any symptoms post-operatively. Follow-up revealed the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.